Event description:
It was reported there was a broken 12mm 2.0 mm intermaxillary fixation screw. The screw head broke. The surgeon removed the head and burred the shaft down. There was a ten minute delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Pde: based on the available information, the failure mechanism for this screw cannot be determined with certainty. This complaint is indeterminate from a design perspective and the risk analysis does adequately addresses this complaint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.